Event description:
Repair center alleged the unit is alarming/red light and the regulator was not secured and tie wraps were defective. Per independent repair statement the unit was alarming or red light and the regulator was not secured. Key failure was the tie wraps were defective.